Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2020. It was reported that the patient was experiencing high intensity level with no paresthesia. The manufacturer representative was not aware of any factors that led to the issue. An impedance check was performed, and there was an electrode with high impedance. The manufacturer representative programmed around the electrode. Surgical intervention was not planned or performed at the time of the report. The issue was not resolved at the time of the report. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedance was 40,000. The rep set up sub perception programming and followed up with the patient for the following two days. The patient¿s pain was being managed after a 48-hour wash in period.